Event description:
It was reported that during a lap procedure, the white plastic piece came off the tip. It fell into the patient and was retrieved. They got a new one to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.